Event description:
The pt had gradually increasing gradient with a peak gradient by tee up to 170 mmhg. When the valve was removed there was pannus on the aortic side and cusps. A same size bioprosthesis was implanted.